Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient regarding their external device. It was reported that the personal therapy manager (ptm) was horrible compared to the old ptm. Patient stated it took 2 hands to use the ptm. Patient stated it took at least 5 minutes to know that the bolus has gone through. Patient reported they went to use the ptm about 40 minutes ago and the ptm had run out of power and it kept not working. Patient mentioned they charged the ptm up and it took 20 minutes to be able to work again. Patient stated the ptm would get to 90% and sits there for 10mins before they get the bolus. Patient stated they had always had trouble with the ptm taking long time to connect to get a bolus. Patient asked why the pump goes back and locks her out as though they just received a bolus at that time even if it was not in the ptm. Agent assisted patient with clearing data on the handset . Patient service reviewed to close all applications when using the handset to help with handset. Agent recommend patient consult with healthcare provider regarding lockout. The issue was resolved through troubleshooting.